Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5167263.

Event description:
Voluntary medwatch received states the lead presented with high defibrillation impedance and myopotentials over-sensing. Further lead evaluation was recommended. The lead remains implanted and no adverse patient consequences were reported.